Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use (IFU), the (B)(4) is intended in aortic diameters measuring 23-24 mm, while the (B)(4) is intended in aortic diameters measuring 26-29 mm. As the (B)(4) was implanted in an aortic diameter measuring 19.7-20.8 mm, and the (B)(4) was implanted in an aortic diameter measuring 33.2 mm, these devices were used outside of IFU. Add'l devices implanted and involved in this event: add'l devices implanted and involved in this event: (B)(4).

Event description:
On (B)(6) 2011, this pt underwent treatment of a large pseudoaneurysm arising from the aortic arch. It was reported the pt had a bovine arch, and the left subclavian artery needed to be covered for proximal seal, so a carotid to left subclavian artery bypass was performed. A gore tag thoracic endoprosthesis was then implanted distally in an aortic diameter measuring 19.7-20.8 mm, and a second gore tag device was implanted proximally extending to the innominate artery in an aortic diameter measuring 33.2 mm. Angiography showed a possible type iii endoleak between the two gore tag devices, so the physician reballooned the overlap between the two devices. However, the endoleak did not resolve, so the physician implanted an add'l gore tag device to bridge the devices. Final angiography showed no evidence of endoleak, and the pt tolerated the procedure. On (B)(6) 2011, f/u computed tomography showed a type ii endoleak originating from the left subclavian artery, with the aneurysm measuring 54.0 x 66.6 mm (compared to 48.4 x 65.4 mm on (B)(6) 2011). On (B)(6) 2011, f/u computed tomography showed resolution of the type ii endoleak. No further adverse events were reported.